Manufacturer narrative:
Additional information received on (B)(6) 2016 indicated that the customer's low blood glucose levels have been resolved since using cartridges from a different box. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer had been experience multiple, intermittent low blood glucose (bg) levels. The past low bg values could not be recalled and the current bg was 200 mg/dl. The customer's healthcare provider adjusted the settings on the pump; however, the low bg continued to occur. The customer thought that the cartridge was over-delivering. The customer addressed the low bg by drinking orange juice or nothing would be done and the bg level would rise back up. Tandem technical support performed a system check using the current supplies on the pump and no issues were found.

Manufacturer narrative:
(B)(4)